Event description:
It was reported that during a laparoscopic hand-assisted bowel resection, the device ruptured. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Eval summary: one ld111 was returned and was noted to have the iris valve torn. No other physical damage was noted on the returned device. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us.